Manufacturer narrative:
The cause for the discordant white blood cell (wbc) and bacteria/nitrate results is unknown.

Event description:
Customer reported negative results for white blood cell (wbc) and nitrates on the instrument whereas microscopic results for wbc and bacteria (nitrate is a by-product of bacteria) were positive. There was no report of injury for this event.